Manufacturer narrative:
(B)(4). The customer reported to have run the ventilator on a test lung and he was not able to duplicate the reported condition. The customer reported to have performed short self test and extended self test and all tests passed. Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator had a single inoperable diagnostic message recorded in the ventilators memory logs. The ventilator was not in use on a patient at the time the event occurred.